Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the 355ld instrument safety reset button would not set properly. Another instrument was used to complete the case. There was no consequence to the pt.